Manufacturer narrative:
The reported field event of premature battery depletion was not confirmed in the laboratory. Upon receipt, the device was at elective replacement indicator (eri). Longevity analysis found the battery depletion to be normal. The device functioned normally on the bench. No anomalies were found. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found longevity estimation anomaly near eri by reviewing the data in the device image. The longevity overestimation was determined to be due to an estimation inaccuracy in the merlin programmer remaining longevity calculation. An enhancement request was submitted by the software engineering team to resolve the issue in the future.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via merlin.net. It was noted that the implantable cardiac defibrillator exhibited premature battery depletion. The device was explanted and replaced. No adverse consequences were reported and the patient was stable post procedure.